Event description:
It was reported that this pacemaker exhibited intermittent loss of capture along with high capture thresholds on the right atrial (ra) lead. Reprogramming settings were discussed and recommended. Eventually, reprogramming efforts were performed. At this time, the product remains in service and no adverse patient effects were reported.